Event description:
A customer obtained erroneously high troponin (accu tni) results on five patients' samples. The results were in the range of 6.11-14.17ng/ml. The original samples of all five patients were re-tested on a different instrument an lower results were obtained. Per customer, one patient had a cardiac catheterization performed. The cardiac catheterization test showed the patient had blockage. It is unknown which patient had the cardiac catheterization procedure.

Manufacturer narrative:
Information was learned from another country's implant patient registry. Customer letter not required. This was determined reportable to FDA per edwards lifesciences procedures. DHR review has been started. Device not returned, discarded.

Event description:
Reportedly, the device was explanted after an implant duration of 26.67 months for unknown reasons. Per the cer: the ring was explanted and another device was implanted as a replacement. No further details were provided. The device will not be returned as it was discarded.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.